Event description:
An outside law firm reported that a patient experienced ongoing issues following a left knee prosthesis. According to available records, the patient underwent a left total knee arthroplasty on (B)(6) 2017, for degenerative joint disease. Subsequently, the patient underwent a left total knee arthroplasty on (B)(6) 2021. Both procedures were reported to be completed without intraoperative complications. Postoperatively, the patient initially reported improvement. At follow-up on (B)(6) 2021, the patient was noted to be doing well without pain or complaints. On (B)(6) 2022, the patient reported a fall with subsequent left knee pain, decreased range of motion, and instability. Imaging and clinical findings at that time noted degenerative changes and ligamentous laxity. The patient continued to report persistent knee symptoms despite conservative management, including injections. On (B)(6) 2022, the patient reported ongoing knee pain; imaging at that time did not demonstrate loosening. At follow-up on (B)(6) 2026, imaging demonstrated a left total knee prosthesis in place with findings of mechanical loosening of the femoral component, associated lucency, and instability. Clinical examination noted ligamentous laxity, effusion, and pain. The event is filed under ais reference (B)(4).